Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited right ventricular oversensing due to low frequency noise. Programming changes were performed. The patient was stable throughout.